Manufacturer narrative:
The evaluation of the returned device confirmed the presence of deposition in the pump, which would have potentially contributed to the report of hemolysis symptoms. A tissue-like deposition was present surrounding the outlet bearing ball. The deposition lacked lamination and did not appear to have originated in this location; however, its specific origin could not be determined. The deposition showed darker areas of potential denaturing, and contact marks were noted on the outlet portion of the rotor and outlet bearing cup, indicating that the deposition was likely present in the pump for an undetermined amount of time during operation. The deposition would have potentially contributed to the report of hemolysis symptoms and caused increased drag on the spinning rotor, resulting in the report of elevated pump power values. Examination of the remaining pump blood contacting surfaces revealed no additional depositions. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years, 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. The vad team received a message on (B)(6) 2016, from the anticoagulation clinic, that the patient's inr was 1.3 and the patient had been vomiting for 4 days and was unable to keep anything down. The patient reported having brown urine, but had initially thought it was due to dehydration. The patient was instructed to report to their local emergency room where the patient's lactate dehydrogenase (ldh) was found to be 1690 u/l. The patient was transferred to the implant center and upon interrogation of the system controller pump power abnormalities were observed. The patient was treated with heparin and integrilin. The patient was upgraded on the transplant list to 1a, but the decision was made to move forward with a pump exchange due to poor ldh improvement with anticoagulation treatment. On (B)(6) 2016, the patient underwent a pump exchange.